Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information, the reported difficult or delayed positioning (leaflet grasping) appears to have been a result of challenging patient anatomy. The reported hypotension appears to have been a result of procedural conditions. The reported patient effect of hypotension as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported required medication and hospitalization or prolonged hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report hospitalization. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (dmr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve and noted prolapsed posterior leaflet. There was difficulty grasping due to the anatomy. The patient experienced a drop in systolic blood pressure to about 60 mmhg during the procedure and medication was provided. The blood pressure returned to about 80 mmhg; however, the physician decided not to continue the procedure due to the risk. The cds was removed with the clip still attached. No tissue damage was noted. According to the physician, the unstable hemodynamics were due to the general anesthesia and not due to the mitraclip. There was no clinically significant delay in the procedure. There will be a proposal for surgery; however it has not yet occurred. The patient was brought back to the hospital. There may be an additional procedure. No additional information was provided.